Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's ins had a low battery. The device was implanted on (B)(6) 2010. The device was to be sent back to the manufacturer for analysis. No further details, pt symptoms or outcome were provided. Additional info was requested but not available at the time of this report. A follow-up report will be filed if additional info becomes available.